Manufacturer narrative:
Calibration and qc were acceptable. On the day of the event, two sample alarms were observed on the alarm trace data. Precision test results were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for bilirubin total gen.3 (bilt3) on a cobas pro c 503 analytical unit. The initial result was 59.8 umol/l. This result was reported outside of the laboratory where the doctor stated it did not correspond to the patient¿s clinical picture. The sample was repeated on a different c503 instrument and the result was 230 umol/l. The sample was repeated on the c503 instrument in question and the result was 227 umol/l. The bilt3 reagent lot number was 578849 with an expiration date of 31-may-2023.

Manufacturer narrative:
No other assays or patient samples were affected. Based on the calibration and qc data, a general reagent issue has been excluded. Based on the sample short alarms occuring on the day of the event, the investigation determined the event was consistent with a pre-analytic issue. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.